Event description:
It was reported that the svc lead impedance is fluctuating. It was later reported the lead demonstrated high impedance. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the svc lead impedance is fluctuating. Leads is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Ten - patient alert for out of tolerance subthreshold lead impedance between (B)(6) 2008 and (B)(6) 2010. Weekly hv lead impedance trend data shows abrupt spikes for min and max over the range for svc defib impedance= 52 to 1232 ohms, between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Ten - patient alert for out of tolerance subthreshold lead impedance between (B)(4) 2008 and (B)(4) 2010. Weekly hv lead impedance trend data shows abrupt spikes for min and max over the range for svc defib impedance= 52 to 1232 ohms, between (B)(4) 2009 and (B)(4) 2010.

Event description:
It was reported that the svc lead impedance is fluctuating. Lead is still in use. No patient complications have been reported as a result of this event.